Event description:
A surgeon reported a pt who is not satisfied with the result of the intraocular lens (iol) implant surgery. The surgeon stated the pt could not see very well postoperatively and lens was exchanged. In surgeon's opinion, the specification of the iol on the carton was incorrect. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was returned for analysis; damaged was observed, the optic is scratched. The lens was returned floating in a clear watery substance in a container with a lid. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The reported complaint could not be verified as not enough info was provided from the account to investigate for the lens being labeled incorrectly (the lens model and diopter were not provided). No root cause could be determined at this time as not enough info was provided from the account. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. Due to the presence of surgical solution, the damage is potentially related to customer handling. Add'l info has been requested. (B)(4).